Event description:
Complainant alleged that during functional testing, the device was unable to complete boot sequence. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty ail (air in line) board. The ail pcb (printed circuit board) has been replaced. A follow-up will be submitted if additional information becomes available.

Event description:
Based on review of the device's event history, a failure code 808:03 was found on (B)(6) 2010 to have occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted when the evaluation has been completed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.